Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to the device was not performing as expected. The balloon was removed and replaced, a hole where the balloon meets the adapter was identified. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter balloon underwent a thorough analysis. The balloon was visually and microscopically examined, and leak tested. A pinhole tear was identified in the balloon shell proximal to the sphere-adapter junction. The hole is consistent with material fatigue. Based on the information available and analysis results, the reported balloon hole was confirmed through product analysis.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to the device was not performing as expected. The balloon was removed and replaced, a hole where the balloon meets the adapter was identified. There were no patient complications.